Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction reappeared.